Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was malfunctioning the following information was received by the initial reporter with the following verbatim. It was reported by the customer that being a secondary it may be a back check valve failure on the primary IV set.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "being a secondary it may be a back check valve failure on the primary IV set" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.